Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a disconnected connector on the alarm assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with a report that the pump had no audible alarm tone. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.